Event description:
Prod was returned as implant failure after 2 weeks. Based on the report, the pt has no relevant medical history, oral hygiene was described as moderate, and bone condition was described as moderate. Surgery was traditional two stage on tooth #30. Dr indicated that the implant was removed due to infection and the pt's bone condition.

Manufacturer narrative:
Date of test: 12/09/2008. Type of test(s): visual examination using naked eye and microscope performed to verify sla (sand blasting with large grit and acid etching) surface treatment was completed. Re-inspect the returned prod's box dimensions and the depth thread to verify if the prod meets its specs. Results: visual examination was acceptable, sla surface treatment was confirmed. The prod meets its dimensional specs. Conclusions: based on inspection and test results, the returned prod has been found to be within specs. Pt's bone condition may have contributed to the device's failure to osseointegrate.